Manufacturer narrative:
Manufacturer spoke to the dealer and consumer's wife. The consumer had contacted dealer for repair previously, but allegedly had a payment issue with the dealer that needed resolved before the dealer could proceed with their service. The consumer continued to use the chair, still in need of repair, until the alleged incident occurred. The motors will be replaced on the chair and returned for inspection.

Event description:
The dealer alleges the motor brakes did not engage properly, causing the consumer to hit his toes while going into an elevator. This allegedly caused an infection and broken toes, resulting in consumer losing his leg.